Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. During the procedure, a 19g needle was observed to be slipping out from the tip of the catheter. The physician noted this and continued to use the same needle to complete the procedure. It was confirmed by a nurse manager from the site that the pneumothorax was not caused by the issue with the needle. A chest tube was placed into the patient to resolve the pneumothorax. The patient¿s condition was reported as stabilized. The patient was scheduled for discharge on the same day or the following day.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Per an isi failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The cause of the complication is unknown. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the alleged issue by the customer that the needle sheath was sliding which was deemed unrelated to the pneumothorax by a nurse manager from the site.